Event description:
Complaint alleges: it was reported that "the balloon at the tip of the ifc could not be deflated." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.